Manufacturer narrative:
Unit received and performed the following, placed unit under microscope and found contamination/moisture damage at the connector pins. Also, found physical damage to cow catcher (connector platform skewed or misaligned), and physical damage to the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the moisture, and physical damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor updating and change sensor alert. The customer experienced hyperglycemia with blood glucose value of 277 mg/dl. The hyperglycemia was treated with pump. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7715, mmt-7841zn, mmt-7040a. Troubleshooting was performed and the radio frequency icon was not turning green. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-399a. No product return is required for mmt-7040a. No product return is required for mmt-7715. Product return for mmt-7841zn is expected and the customer response was the device will be returned.